Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported tampon string coming out and pledget falling apart. Consumer removed remaining pieces.

Event description:
This is a follow up to report a change to the brand name from sleek super to click super tampons.

Manufacturer narrative:
New information: describe event or problem: this is a follow up to report a change to the brand name from sleek super to click super tampons. Brand name, model number, UDI, contact office, 510k number, type of report: follow-up 1, follow-up type, results and conclusions codes. Additional narrative: review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.